Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with a discrepancy between the fill estimates. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue